Event description:
It was reported that during the implant procedure, when the lead was repositioned, the helix would no longer extend or retract. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix will not extend due to the large amount of dried blood in the sleeve head; blood/body fluid observed in the distal conductor; lead damaged at implant; full lead analyzed.